Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ on left, coils appeared to be fragmented'), device expulsion ('device expulsion') and uterine perforation ('migration/ migration of essure device-uterus/ perforation (uterus)/ essure coil in the right fallopian tube protruding into the uterus') in a 34-year-old female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included forgetfulness. Concurrent conditions included overweight and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy, robotic bilateral salpingectomy, and diagnostic hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, uterine perforation, abdominal pain, vaginal haemorrhage and fatigue outcome was unknown, the dysmenorrhoea, menorrhagia and weight increased had resolved and the migraine was resolving. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), breakage/ expulsion breakage, migration the right tube was cannulated with 1 trailing coils of the implant remaining in the endometrial cavity. The left tube was cannulated with 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Tubes were imaged and essure implants seen. The tubes appear occluded. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: pelvic ultrasound reveals basal antral follicle count of 4 on the right, basal antral. Follicle count of 5 on the left. The uterine lining measures 9 mm and the essure device could be seen both in the right and left cornu. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-dysmenorrhea, pelvic pain, menorrhagia, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ on left, coils appeared to be fragmented'), uterine perforation ('migration/ migration of essure device-uterus/ perforation (uterus)/ essure coil in the right fallopian tube protruding into the uterus') and pelvic abscess ('abscess') in a 34-year-old female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included forgetfulness. Concurrent conditions included overweight and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criterion medically significant). The patient was treated with surgery (operative laparoscopy, robotic bilateral salpingectomy, and diagnostic hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage and fatigue outcome was unknown, the abdominal pain, dysmenorrhoea, menorrhagia and weight increased had resolved and the migraine was resolving. The reporter considered abdominal pain, device breakage, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic abscess, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),breakage/ expulsion breakage, migration the right tube was cannulated with 1 trailing coils of the implant remaining in the endometrial cavity. The left tube was cannulated with 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Tubes were imaged and essure implants seen. The tubes appear occluded. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: pelvic ultrasound reveals basal antral follicle count of 4 on the right, basal antral follicle count of 5 on the left. The uterine lining measures 9 mm and the essure device could be seen both in the right and left cornu. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-dysmenorrhea, pelvic pain, menorrhagia, headache. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received. New event abscess was added. Event device expulsion clubbed with device perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('device expulsion') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery ((B)(6) 2015 salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion and device dislocation outcome was unknown and the dysmenorrhoea and menorrhagia had resolved. The reporter considered device breakage, device dislocation, device expulsion, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), breakage/expulsion breakage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events "dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), migration breakage/ expulsion breakage" were added. Outcome of event" pain, bleeding" were updated as recovered. Reporter information and lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ on left, coils appeared to be fragmented'), device expulsion ('device expulsion') and uterine perforation ('migration/ migration of essure device-uterus/ perforation (uterus)/ essure coil in the right fallopian tube protruding into the uterus') in a 34-year-old female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included forgetfulness. Concurrent conditions included overweight and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy, robotic bilateral salpingectomy, and diagnostic hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, uterine perforation, vaginal haemorrhage and fatigue outcome was unknown, the abdominal pain, dysmenorrhoea, menorrhagia and weight increased had resolved and the migraine was resolving. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),breakage/ expulsion breakage, migration the right tube was cannulated with 1 trailing coils of the implant remaining in the endometrial cavity. The left tube was cannulated with 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Tubes were imaged and essure implants seen. The tubes appear occluded. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: pelvic ultrasound reveals basal antral follicle count of 4 on the right, basal antral follicle count of 5 on the left. The uterine lining measures 9 mm and the essure device could be seen both in the right and left cornu. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-dysmenorrhea, pelvic pain, menorrhagia, headache. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received- outcome of the event abdominal pain was updated from unknown to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ on left, coils appeared to be fragmented'), uterine perforation ('migration/ migration of essure device-uterus/ perforation (uterus)/ essure coil in the right fallopian tube protruding into the uterus') and pelvic abscess ('abscess') in a 34-year-old female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included forgetfulness. Concurrent conditions included overweight and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criterion medically significant). The patient was treated with surgery (operative laparoscopy, robotic bilateral salpingectomy, and diagnostic hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage and fatigue outcome was unknown, the abdominal pain, dysmenorrhoea, menorrhagia and weight increased had resolved and the migraine was resolving. The reporter considered abdominal pain, device breakage, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic abscess, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),breakage/ expulsion breakage, migration the right tube was cannulated with 1 trailing coils of the implant remaining in the endometrial cavity. The left tube was cannulated with 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Tubes were imaged and essure implants seen. The tubes appear occluded. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: pelvic ultrasound reveals basal antral follicle count of 4 on the right, basal antral follicle count of 5 on the left. The uterine lining measures 9 mm and the essure device could be seen both in the right and left cornu. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-dysmenorrhea, pelvic pain, menorrhagia, headache lot number: 626918. Manufacture date: 2008-04. Expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('device expulsion') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (B)(6)2015- sapling. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion and device dislocation outcome was unknown and the dysmenorrhoea and menorrhagia had resolved. The reporter considered device breakage, device dislocation, device expulsion, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),breakage/ expulsion breakage, migration diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ on left, coils appeared to be fragmented'), device expulsion ('device expulsion') and uterine perforation ('migration/ migration of essure device-uterus/ perforation (uterus)/ essure coil in the right fallopian tube protruding into the uterus') in an adult female patient who had essure (batch no. 626918) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included forgetfulness. Concurrent conditions included overweight and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. In january 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy, robotic bilateral salpingectomy, and diagnostic hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, uterine perforation, abdominal pain, vaginal haemorrhage and fatigue outcome was unknown, the dysmenorrhoea, menorrhagia and weight increased had resolved and the migraine was resolving. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, fatigue, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),breakage/ expulsion breakage, migration the right tube was cannulated with 1 trailing coils of the implant remaining in the endometrial cavity. The left tube was cannulated with 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Tubes were imaged and essure implants seen. The tubes appear occluded. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: pelvic ultrasound reveals basal antral follicle count of 4 on the right, basal antral follicle count of 5 on the left. The uterine lining measures 9 mm and the essure device could be seen both in the right and left cornu. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-dysmenorrhea, pelvic pain, menorrhagia, headache . Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Reporter information updated. Lot number added. Previously reported event migration is replaced with perforation (uterus). New events: abnormal bleeding (vaginal), fatigue, migraines/headaches, weight gain, abdominal pain were added. Medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.